Event description:
Staplers jamming.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35r 6/box lot# 73a2200161 investigation did not show issues related to the complaint.

Manufacturer narrative:
(B)(4), the customer returned one unit of 528135 visistat 35r 6/box for investigation. One loose fully formed staple was discovered inside the stapler. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed evidence of use in the form of biological material. No defects or anomalies were observed with the device. Functional inspection was performed by attempting to fire staples from the returned stapler. The trigger was engaged. Upon full engagement of the trigger, the first staple was formed and was manually removed. The second staple was formed and released properly. This was repeated three times with the same result. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. All remaining staples were fired and were able to engage and close into the simulated skin with no difficulty. The stapler was returned with 34 staples in the cartridge, indicating that at least one staple was fired by the customer. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "mmisfire/jamming - staples not firing" could not be confirmed. Upon functional inspection, no issues were observed with the returned stapler. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined based upon the information and sample provided. No further action will be taken. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Staplers jamming